Event description:
A malfunction was reported involving a rapid depletion of battery charge, a cracked front screen, and water intrusion in the pump port. There was no adverse impact to the customer¿s blood glucose level. The customer declined support from customer technical services and no additional follow-up actions were reported regarding the outcome of the event.